Event description:
While a standard review was being performed by the bureau of radiation control, the inspector measured a maximum entrance skin exposure rate of 105r/min. Biomedical engineering staff confirmed this exposure rate using their own equipment.